Event description:
Resident on a select air stat guard 3 mattress with bolsters, became restless and slipped through an opening gin the bolsters. Resident received laceration to scalp which require 1 suture. Upon investigation, it was found that there was too much air in the mattress.